Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for malignant pain indications for use. It was reported that the patient's pain pump was "malfunctioning." The healthcare provider (hcp) stated that sometime between october and december they discovered that the catheter was kinked. The patient was having difficulty getting the personal therapy manager (ptm) to connect to the pump and they were having troubles getting the clinician programmer to connect either. The hcp stated that the pump was alarming for low reservoir, but they believe there was more medication in the pump due to catheter kinking issue. However, on (B)(6)2024, they were able to connect to the pump and the hcp thought the pump to be "well positioned" at that time. The hcp was not with the patient as the patient had left the clinic. The hcp was redirected to call back when the patient is present to further troubleshoot. The agent reviewed options of attempting to access the refill port with a needle to determine if pump was possibly flipped or to do imaging. Advised the hcp to call back to troubleshoot if they are still unable to connect to the pump using the clinician programmer.